Manufacturer narrative:
Following a galaxy-assisted bronchoscopy procedure, the patient experienced a pneumothorax. As part of the medical management, a chest tube was inserted, and the patient was admitted to the ICU. The patient was discharged two days later. No device malfunctions were reported during the procedure, and the physician attributed the injury to the forceps biopsy rather than the use of the galaxy device. An investigation was conducted through log and video analysis of the procedure by a clinical engineer. The review confirmed that no malfunction of the noah device caused or contributed to the injury. Instead, the findings indicate that the pneumothorax resulted from user error. The video analysis showed that the biopsy tools, including the forceps and needle, were advanced beyond the augmented fluoro overlay circle, and live fluoroscopy was not used for guidance during insertion. Furthermore, the lesion was located peripherally and in close proximity to the fissures, factors that increased the risk of pneumothorax during tool insertion.

Event description:
Following a noah galaxy device-assisted bronchoscopy procedure, the patient experienced a pneumothorax. A chest tube was placed as an intervention, and the patient was hospitalized and subsequently discharged on (B)(6) 2025. The physician did not attribute the injury to the use of the galaxy system but rather to the forceps biopsy